Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2017. Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 18066264/18761062. Model/catalog description: linear st lead kit 70 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection from the spinal cord stimulator (scs) system. The patient underwent an explant procedure.